Manufacturer narrative:
Attempts were made to reach out to the individual who wrote the response to the wall street journal article alleging that a patient died as a result of insulin leakage from a cartridge. The moderator of health blog said that she was unable to provide a name or contact for the respondent. Animas posted a response to the comment; the response encouraged anyone who has a complaint about an animas product to call the customer support department and the phone number was provided. There have been no further comments to the blog at this time. In further attempts to locate this allegation, reviews of all reports of patient deaths and of cartridge complaints related to the recall are on-going. To date, there have been no complaints to match the allegation. If new information becomes available, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A response was posted to an article published in the wall street journal on (B)(6) 2011 regarding the recall of animas cartridges. The blogger said that a friend died as a result of this recall. No additional information was provided.